Event description:
It was reported to philips that the system lost the live image. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was aborted and rescheduled. The philips field service engineer (fse) inspected the system onsite and identified that during fluoroscopy, the exposure not possible message had been displayed on the flexvision monitor. A review of the system logfiles found an error related to ippcs image disks. Upon troubleshooting actions, the fse rebuilt the database and recreated the image store, but the issue was not resolved. The fse then replaced the image disks for the frontal and lateral ippcs (image processing pcs) and recreated the database, but the problem persisted. Further investigation showed that the software failed consistently. To resolve the issue, the fse reloaded the operating system and application software on both the frontal and lateral ippc. After reloading the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.